Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported back pain approximately 2 months after left tha on (B)(6) 2011.

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; PMA/510(k) #; device manufacture date. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# mjmhjn, delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 35714002, accolade plus tmzf hip stem #3; cat# 6021-0335; lot# 33506703. An event regarding pain involving a trident liner was reported. The event was confirmed. Conclusions: the event was confirmed as per provided medical assessment by the consulting clinician who indicated, "in this patient with chronic back and pain syndromes, there is no indication his symptoms are related to factors of faulty hip component design, manufacturing or materials." Communication from stryker orthopaedics indicates none of the implants used in either hip are subject to a recall. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient reported back pain approximately 2 months after left tha on (B)(6) 2011.